Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. Visual inspection passed with no physical damage observed. The sensor failed continuity tests using a tester and a damaged eeprom trace was found at the rd15 connector. When the returned sensor was tested with a radical-7 touchscreen device and rd rainbow set md20-05 cable, "no sensor connected" error message was displayed. No audible or visual alarms were provided and the sensor led did not illuminate. An additional sensor of the same lot was returned which passed visual inspection, continuity tests, and functioned as designed., corrected data: e1 (B)(6).

Event description:
The customer reported the device provided low/inconsistent readings. The reading was also fluctuating, not a stable reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device provided low/inconsistent readings. The reading was also fluctuating, not a stable reading. No patient impact or consequences were reported.